Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse replaced the tubing at pinch valve (pv43) which resolved the leak. Incidentally, the fse also flushed the vacuum system and cleaned the rocker bed and needle pierce assembly while on site. Failure mode: tubing at pinch valve (vl43). Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter (bec) reporting approximately 3 ml of waste fluid was leaking within the coulter lh 500 hematology instrument at the pinch valve (pv43). The leak was contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and protective eyewear at the time of occurrence. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection with this event.